Manufacturer narrative:
(B)(4). H3 device evaluation summary: it was reported packaging integrity. A sealed sample of product code 1167, lot # al1860 was received for evaluation. During the visual inspection of the sealed sample, the needle was noted out of the folder, but is not in an area that could be sealed in the overwrap packet and the sterile barrier was not compromised. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the sample, the assignable cause of the reported complaint is a needle out of the paper folder. A manufacturing record evaluation was performed for the finished device al1860 number, and no non-conformances were identified.¿

Manufacturer narrative:
Product complaint # (B)(4). Device photo evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a needle outside of the folder could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records couldn¿t be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). A photo of the device has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was found that the needle was out of the primary envelope. There were no adverse patient consequences reported.